Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tvh/rso. It was reported that patient underwent removal/biopsy of vaginal nodule on (B)(6) 2013 due to presence of a vaginal nodule. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. Following insertion, the patient experienced continuous pain due to mesh exposure and pain during intimacy.

Manufacturer narrative:
(B)(4): it was reported that due to mesh exposure and pain the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2012.